Event description:
It was reported that this lead was an attempted implant due to helix issues with electrical problems. The helix got stuck with tissue, so the physician elected to use another lead. A new lead was successfully implanted. No additional adverse patient effects were reported.